Event description:
Our service manager in another country, reported that the upper casing of iw920 mobile infant warmer heater head had cracked. No patient consequence was reported.

Manufacturer narrative:
The returned complaint device was visually investigated. Complaint device received had a deep crack around the clip, which holds the lower case. The crack lines were extended upward. These cracks may have resulted from mechanical force and/or chemical contamination. Cracking of the infant warmer head is usually due to the use of incompatible cleaning solutions. The operating manual states that the infant warmer and its accessories should be cleaned with alcohol, detergent or soap solution (with a maximum concentration of 2% in water). Cleaning solutions containing solvents or abrasive ingredients are not recommended as these may react chemically with the plastic material. Conclusion: cracking of the infant warmer head, due to the use of non-compatible cleaning materials, is a known problem. We have an open CAPA to examine further compatible cleaning solutions.